Event description:
A malfunction known as "malf 9" occurred, identified as a motor movement error. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully, and the malfunction did not recur.